Event description:
It was reported that the patient presented to the ER after receiving appropriate shock therapy for vt. It was noted that the device delivered shock which failed to convert the patient. Externalized conductors were observed via imaging. Dft testing was successful. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.